Event description:
Implant removed and replaced with another one, because the healing cap could not be screwed in, all was well with the new implant. Primary stability was achieved, implant was completely covered with bone, no thread tap used.